Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. The submitted log file contained data on 04jun2020 spanning from 10:53:04 to 16:21:50, per the timestamp. Continuous low flow alarms, 237 in total, were captured throughout the log file due to the estimated flow being calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on the device and no further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 20jul2015. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had recurrent low flows since (B)(6) 2020 but remained asymptomatic otherwise. The patient was admitted on (B)(6) 2020. A two dimensional echocardiography was done and the finding was unremarkable but reported left ventricular ejection fraction (lvef) of 40% with aortic valve opening. A computed tomography scan revealed outflow graft obstruction due to a kink and possible extrinsic obstruction within the outer covering of the outflow graft. The patient underwent left ventricular assist device (lvad) weaning trial in the intensive care unit (ICU) on (B)(6) 2020, however, the patient's hemodynamic parameters and functional capacity assessment during the lvad weaning trial did not fulfil the criteria for lvad exclusion. The patient underwent redo sternotomy with outflow graft replacement on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this investigation as no product was returned for evaluation and no images were provided by the account. The account communicated that the patient had been experiencing recurrent low pump flows since 21may2020 and was asymptomatic. A two-dimensional echocardiogram had been performed and was unremarkable. The submitted log file contained data from 04jun2020. Low flow alarms were captured throughout the entirety of the log file. No other notable alarms were captured. A computed tomography scan was later performed and revealed an outflow graft obstruction due to the presence of a kink, as well as a potential extrinsic obstruction within the outer covering of the outflow graft. A repeat two-dimensional echocardiogram was performed and revealed a left ventricle ejection fraction of 40% with aortic valve opening. A ventricular assist device (vad) weaning study was conducted in the intensive care unit on 11jun2020; however, the patient¿s hemodynamic parameters and functional capacity did not fulfill the criteria for vad exclusion. The patient underwent an outflow graft replacement via redo-sternotomy on 12jun2020. It was communicated that the outflow graft will not be returned for evaluation, and the patient was stable following the procedure. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 20jul2015 via s159557. The heartmate ii lvas IFU, rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU and patient handbook outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during log file analysis by the manufacturer it was noted that the log file appeared to be filled almost entirely with low flow events. The low flows appeared to remain consistent even with a manual speed increase from 9200 revolutions per minute (rpm) to 9600 rpm. The hospital reportedly found some kinks in the patient's outflow graft. The patient did not have any symptoms and remained in the hospital to be monitored.